Manufacturer narrative:
No product has been returned for investigation. Root cause is unable to be determined.

Event description:
Information was received that the standard rod had no signs of rod malfunction, however, minimal growth had been achieved in the past 6 months. There was no patient injury reported. It is unknown if a revision procedure is planned.